Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to a watchman procedure. Reportedly, when tension was applied to the first prostyle suture, it separated. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to less than or equal to 24f, and the watchman procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported suture separation. The unexpected medical intervention appears to be related to be related to circumstances of the procedure. Factors that may contribute to suture separation include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.